Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the staple line was bleeding after the surgeon had stapled with a sureform 60 stapler instrument, which required the use of clips to resolve. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a sleeve gastrectomy procedure, a staple line leak was visible. The surgeon was working with stomach tissue. Initially, the staple line was believed to have been fine. It looked like ¿a clean staple line with proper ¿b¿ shaped staples¿. The surgeon had stapled all the way up the stomach with the sureform 60 stapler instrument ¿ starting with green reloads, working up to blue reloads. Upon completion of stapling the entire stomach, the surgeon visualized a small amount (under 750ml) of bleeding along the entire staple line, starting at the ¿first bite¿ all the way to the ¿last bite¿. The surgeon opted to undock a da vinci arm and use that port for a laparoscopic (lap) clip applier instrument. The lap clip applier instrument comes ¿pre-loaded¿ with approximately 10 clips in each instrument. The surgeon used three lap clip applier instruments (approximately 30 clips total used) to secure the staple line and control the bleeding. The procedure completed robotically with one port being used for the lap clip applier instrument. Instruments and accessories were inspected prior to the surgery with no visible signs of damage. There were no instrument collisions. There were no obstructions. Buttress material was not in use. There was no report of misfire, partial fire or malformed staples. There was no report of clamping issues or system error(s). The procedure started and ended with the same sureform 60 stapler instrument and was never removed during the procedure. The target tissue was stomach tissue; there was no evidence of calcification or tissue tension. There was no report of tissue bunching in the jaws of the stapler.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. The instrument and reloads are not available for return as they were reported as being discarded. A review of the system logs for the event date of (B)(6) 2020 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. Images were provided for review and the observations were as follows: the image on the left shows an approximated but bloody staple line. There does not seem to be a lot of blood since the surgical field is pretty clean. The image on the right shows a clip being applied to the staple line. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted gastrectomy surgical procedure, the staple line was bleeding after the surgeon had stapled with a sureform 60 stapler instrument, which required medical intervention via clipping to resolve. Blank MDR fields: the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.